Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the insufflation unit overpressure alarm did not sound even if the pressure was displayed above the set abdominal pressure and automatic smoke evacuation did not work. When re-pumping was performed after removal of the appendix, air was not pumped into the abdominal cavity. The pneumoperitoneum was pressurized, and it seems that the numerical value of the abdominal cavity pressure was not stable. It was a situation where you don't know if the error sound or error mark has appeared. The device was in relief mode setting on and alarm delay setting zero. No other gas sources were used. The issue was found during a therapeutic laparoscopic appendectomy procedure. The procedure was delayed approximately five minutes, and the procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
Correction to h6 "type of investigation" code from "4114 - device not returned" to "10 - testing of actual/suspected device". This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned and evaluated where the reported event could not be replicated. The error log was checked where it was confirmed that no error occurred. Reported phenomenon: phenomenon 1: even if pressure is displayed above the set abdominal pressure, the alarm of overpressure does not sound phenomenon 2: automatic flue gas did not work phenomenon 3: procedure was prolonged a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause for all phenomenon could not be determined. However, for the phenomenon 2 it is likely that the automatic smoke exhaust operation did not function because the overpressure was resolved within 10 seconds after the tube clogging or the overpressure warning sounded, rather than the overpressure (because it was temporary). For phenomenon 3 procedure delays may be related to pauses and delays due to tube-clogging warns. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the automatic smoke exhaust operation did not function because the overpressure was resolved within 10 seconds after the tube clogging or the overpressure warning sounded, rather than the overpressure (because it was temporary). However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.